Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the deployment button delivered the clip on the third attempt. Resistance was felt during device removal. The device was removed by using counter-traction and an assertive pull. The starclose se clip was deployed; however, partially achieved hemostasis. Manual compression was applied for less than 5 minutes to achieve complete hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was fully clip deployed and the components were in the correct post deployed positions with the exception of the locator wings. One end of a locator ribbon was disconnected from the pusher body slot and protruding out the distal end of the tubeset. Another end was bent and protruding out of the tubeset. As the examination continued force was used to move the distal retaining ring distally to expose the locator ribbon slots. Adhesive was present at slots at the distal end of the pusher body, indicating the ribbons were bonded at some point. However, when the ribbons were pushed proximally against the pusher body slots, two ends of the ribbons appeared to be too long. The vessel locator ribbon was found to be disconnected from the pusher body slot. Review of the complaint database determined this manufacturing issue to be an isolated event. There was no damage or abnormality detected with the device that would cause the reported multiple attempts to deploy the clip. The cause for the multiple attempts is undetermined. A review of the history record for this device did not produce any findings relevant to this investigation.